Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08725 inches. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
Customer reported via phone call to have gone to the hospital with blood glucose of 660 mg/dl. Customer was treated for 3 hours and was released. Customer was disconnected from insulin pump for less than 48 hours at the time of hospitalization. Customer reported that insulin pump was not delivering insulin and did completed changes with no resolution. Customer reported that healthcare professional suggested that insulin pump was not working and needed to be replaced. Customer was advised that insulin pump would be replaced.